Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient. It was reported that the patient had soreness at the incision site, their head was hurting, and stimulation was very painful on their left side. It was noted the patient notified a manufacturer representative and they changed the stimulation from the left side to the right side. The patient was instructed to leave it on the right side. It was reported that the patient was not feeling stimulation but did not realize that their body can get used to it. The patient was worried they had pulled out a wire. It was reported the patient suffered from very bad anxiety which could cause the patient headaches. It was noted the stimulation was on the right side and the patient and stimulation were ok now.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.